Event description:
Of the 21 positive samples correlates 100% with previous results. Out of 19 negative patient's samples, 2 samples came out positives with high CT values (36.0 and 41.84 respectively). An explanation of one of the discrepancies, the one with the high CT value could be a contamination issue. The discrepancies obtained when validating this assay can depend on the sensitivity of each methodology, the platform used and the reagents used to test these samples.

Event description:
Of the 21 positive samples correlates 100% with previous results. Out of 19 negative patient's samples, 2 samples came out positives with high CT values (36.0 and 41.84 respectively). An explanation of one of the discrepancies, the one with the high CT value could be a contamination issue. The discrepancies obtained when validating this assay can depend on the sensitivity of each methodology, the platform used and the reagents used to test these samples.

Manufacturer narrative:
Opti medical systems sent a notice to customers based on discussions with FDA indicating that users of opti sars-cov-2 rt pcr test that a centrifugation step is necessary to prevent false positivies when using our pcr test.